Event description:
The device was removed and replaced with a distal radius plate.

Manufacturer narrative:
The fracture was an ao classification c2. Presently, the ensplint is not indicated for use on c2 fractures. At the follow up x-ray, the pt's cast was dirty, which may indicate non-compliance with instructions from the physician for post operative care. The device was removed during the subsequent surgery with no incident. The device was replaced with a distal radius plate from synthes on the volar surface of the bone.